Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia overnight after a high-carbohydrate dinner, stating that the ilet delivered insulin that over-corrected a prior hyperglycemic excursion; the user could not recall exact glucose values and later uploaded data for review, and troubleshooting and education were completed. Symptoms included low blood glucose without loss of consciousness, dizziness, ketoacidosis, or need for medical intervention. Outcomes included self-management at home using oral carbohydrate intake, including a teaspoon of peanut butter and approximately one-third cup of apple juice, with no hospitalization or professional medical treatment. Investigation included review of uploaded device data and user-reported history. Investigation of this case revealed no device malfunction identified at the time of report and an unclear cause of the hypoglycemic event following a reported high-carbohydrate meal and subsequent insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.